Manufacturer narrative:
Additional review of case; u.s. Agent notified (B)(4) 2013. Eval: the visual inspection (microscope) shows a crater shaped surface. A higher magnification on one edge of the area shows a tiny little damage of the insulation, which goes down to the surface of the electrode. Such kind of damages enable the irruption of moisture. Through capillary action, the moisture creeps between the electrode and insulation. During operation the moisture evaporates and because of the pressure between electrode and insulation, the insulation chipped of. The instrument show examples of further damages of the insulation, resulting of mechanical stress. Conclusion: the malfunction is not related by an manufacturing error. There is no further complaint with date code at hand.

Event description:
Country of complaint: (B)(6). Insulation of the electrode chipped. The surgeon had to collect the pieces. The situation was dangerous because the instrument was laying on the bowel. There was no deviation to the surgery schedule and only a minor prolongation.